Manufacturer narrative:
No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified that there appears to be pitting and wear located on the medial articulating surface of the tibial insert. The tibial insert spine appears to have wear on top of the anterior surface, which was likely caused by contacting the cam or underlying bone cement near the cam of the femoral component during full extension. The wear pattern appears unremarkable with respect to implant malalignment. There appears to be residual biologic material, pitting and wear on the articulating surface of the patella. The extent of the wear cannot be confirmed. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, or inclusion of the polyethylene implants in the packaging recall. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: (B)(6) 02-010-01-0215 - logic femoral ps cem left sz 1.5. (B)(6) 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t.

Event description:
As reported, the patient had an initial total knee replacement. Subsequently, the patient was revised; reason unknown. No further information provided. 510k: